Event description:
Customer alleged blood glucose results of 85 mg/dl, 116 mg/dl, and 146 mg/dl when testing was performed back-to-back on the active system. Customer reported having no symptoms. Customer did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device, and replacement product was sent.